Manufacturer narrative:
Device passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. The following were noted during visual inspection: broken belt clip rails. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a beep anomaly. Customer stated insulin pump was not beeping. Customer stated they did not heard beep when audio volume settings were saved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.